Manufacturer narrative:
Clarification to e1 initial reporter: information was first reported in duplicate mrn 9617229-2025-03713 on 10/feb/2025 by dr. (B)(6). Patient later reported the event in this record and confirmed the explanting physician as dr. (B)(6). Continued e.1. Phone number: (B)(6). Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 10-feb-2025. Information first received on 10/feb/2025 in duplicate mrn 9617229-2025-03713 was reported on-time. Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2025-03713. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, b1, b3, b5, d1, d2a, d2b, d3, d4, d6a, d6b, e1, e2, e3, g1, g2, g4, h4, h6, h10, h11.

Event description:
Healthcare professional and patient reported left side capsular contracture, baker grade iii/IV. Healthcare professional later reported left side rupture discovered during explant surgery. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening and broken device with 2 assessed as surgical damage and inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture, baker grade iii/IV. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade iii/IV. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.